Event description:
It was reported post implant of an implantable pulse generator (ipg) system the patient coded. It was noted that the patient experienced pericardial effusion and underwent pericardiocentesis to have the fluid drained. The ipg system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.